Event description:
Covidien received a report that hygrobac s electrostatic fhme filter carbon dioxide (co2) port was obstructed. After intubation and connection with the anesthetic machine no co2 was detected. Therefore, first the positioning of the endotracheal tube was checked, then the anesthetic machine was changed completely with the tube and filter systems. The patient was not re-intubated. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The device is expected back for investigation. (B)(4).